Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was four photographs depicting two 2fr per-q-cath catheters. Both samples exhibited breaks in the shafts distal of the molded joint. The left device exhibited break near the 14cm depth marking. The sample on the left is evaluated in complaint 1470890. The right sample exhibited a break just distal of the molded joint. The distal catheter segment was not depicted in the photograph. While catheter damage was evident in the submitted photographs, inspection of those photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile (pulling) stress and sharp instrument contact. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The per-q-cath catheter was broken at the molded joint.